Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patients lead displayed high impedance. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. During the procedure it was noted the lead had a kink.

Manufacturer narrative:
The reported event of high impedances was confirmed. As received, visual inspection showed the returned lead found internal wires 1 and 4 wire broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.